Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a ventricular pace while experiencing an atrial fibrillation (af). Subsequently, r-wave oversensing on the atrial channel occurred which may have contributed to some undersensing of the af. No adverse patient effects were reported. This ICD remains in service.